Event description:
It was reported that the patient with this pacemaker was experiencing palpitations and had atrial threshold suspended due to low evoked response. The patient has chronic atrial fibrillation (af). This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, and right atrial auto threshold test detected above programmed amplitude or suspended and atrial undersensing was noted. Right ventricular auto threshold test was also found with above programmed amplitude or suspended but has recently received successful measurements. Technical services (ts) discussed reprogramming options. This pacemaker remains in service.

Event description:
It was reported that the patient with this pacemaker was experiencing palpitations and had atrial threshold suspended due to low evoked response. The patient has chronic atrial fibrillation (af). This pacemaker remains in service. No adverse patient effects were reported.